Event description:
It was reported that the patient¿s dexcom g7 sensor displayed a false low reading, leading the caregiver to administer glucagon before a confirmatory fingerstick showed hyperglycemia; the household then used bg run mode on the ilet and performed repeated fingersticks, with persistent very high readings reported and an 8-unit insulin pen dose given while the pump continued delivering insulin. Symptoms included hyperglycemia without other reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on operating the ilet without a cgm and entering fingerstick values, as well as guidance on continued insulin administration and monitoring. Investigation of this case revealed a cgm-related issue resulting in inappropriate hypoglycemia treatment despite the patient being hyperglycemic, followed by sustained high blood glucose managed with self-dosing; no device malfunction of the ilet was identified based on usage and dosing records discussed. It was concluded, based on previously established findings for similar reports, that the cause was user response to an inaccurate cgm value with subsequent education resolving the operational questions.

Manufacturer narrative:
Initial.